Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by customer that the drive support cap is protruded. Customer's blood glucose reading is 300 mg/dl. Customer stated blood glucose is high due to stress. Advised customer not to manipulate or push on the drive support cap while connected. Advised customer that insulin pump will be replaced. Nothing further reported.